Event description:
The manufacturer was contacted in reference to a simplygo device alleging the device "goes out after a few seconds" and burning smell. The device was returned to a third party service center for evaluation. The device was not evaluated. An image of a component of the device was captured displaying a charred portion of the circuit board. The device will be delivered to the pil for further investigation from the third party service center. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to a simplygo device alleging the device "goes out after a few seconds" and burning smell. The device was returned to a third party service center for evaluation. The device was not evaluated. An image of a component of the device was captured displaying a charred portion of the circuit board. The device will be delivered to the pil for further investigation from the third party service center. During the device evaluation, the service technician observed the pca is burned. Sieve canisters are clogged. The inlet filter requires replacement due to preventative maintenance. The device is still under warranty.

Manufacturer narrative:
The manufacturer previously reported information in reference to a simplygo device alleging the device "goes out after a few seconds" and burning smell. The device was returned to a third party service center for evaluation. An image of a component of the device was captured displaying a charred portion of the circuit board. During the device evaluation, the service technician observed the pca is burned. Sieve canisters are clogged. The inlet filter requires replacement due to preventative maintenance. The device is still under warranty. The device will be returned to the product investigation laboratory (pil) for further evaluation. Updated: become aware date updated. Device problem code grid updated. Evaluation method code grid updated. Evaluation results code grid updated. Conclusion code grid updated.